Event description:
Related manufacturer reference number: 1627487-2022-06466. It was reported that x-rays confirmed that both of the drg leads had migrated. Surgical intervention was undertaken wherein both of the drg leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.